Event description:
It was reported that during implant attempt, the helix was seen to be sideways or crooked while the physician advanced the lead through the introducer. The physician removed the lead, exercised the helix, and found the helix coming out of the lead body crooked as well. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that the lead appeared damaged at implant. The analyst commented that the lead was returned with the helix distorted/bent, therefore the helix functions cannot be tested.